Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and installed on an in-house system and driven. The instrument exhibited unintuitive motion causing issue reported by the customer. The motion exhibited by the instrument was precise, and proportional to what was commanded by the master tool manipulators (mtm), however the grips moved in the opposite direction. The plastic housing was removed, and during the visual inspection, the pitch cables were found to be very loose from the short input #5 in the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the prograsp forceps instrument had grasping failure. The procedure was completed with no reported injury.